Manufacturer narrative:
(B)(4). Date of follow-up report : 06/07/2016. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. The customer is advised to increase the power setting to three bars to increase fusion time for larger tissue bundles. The IFU states keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Covidien was unable to confirm the customer¿s report. Manufacturing non-conformances were reviewed and no entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : 04/04/2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a cystoprostatectomy case, the surgeon felt that the device was not adequately sealed based upon a visual examination. An end tone, indicating a complete seal, was provided by the generator in use. The surgeon opened another device of the same type in order to successfully complete the procedure.